Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that when the patient first got the device, when they were drying off they could see something sticking out. Patient then mentioned they went to the ER and was told the implant sipped out of the pocket. Patient then mentioned they had surgery to put the battery pack a little higher.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient stated they had surgery about 3 weeks ago because the battery came out of the socket. Patient stated they put the battery back in but put it lower. Patient said they went to their follow up appointment and they saw that they was healing. Patient then stated they tried charging the ins for about 5 or 7 times but it is not charging. Patient mentioned that they can get to excellent recharging but next thing it will say cable disconnected. When asked event date patient mentioned last week since their hcp mentioned they are healing. Patient mentioned they just came from her pain management doctor who told them to call medtronic and see if they can call a representative to set up an appointment where the representative can be there and bring in the equipment. Agent walked patient through in resetting the controller. Patient confirmed no physical damage on recharger cord, pins, and controller connector port pins. Patient blew into controller port and wiped pins on the controller pins to ensure no debris. Upon unlocking patient saw battery empty cannot provide stimulation. Recharge your implanted device message. Agent advised to select the battery icons. Patient said controller battery at 100% ins at red. Agent advised patient to hit recharge, patient entered passive recharge mode. (93-93-94 / 85-85-94 / 78-86-94 / 78-89-94). Patient was able to start a recharging session with good quality. Agent advised to reposition the paddle to hit excellent quality. Patient successfully recharged in excellent connection. Agent reviewed best practices for recharging. Patient will monitor and call back if issue persists. The troubleshooting steps that were taken on the call resolved the issue. Patient called back and advised that they managed to recharge the ins up to 70%. However, patient mentioned that they have the stimulation turned on but they are not feeling anything. Agent had the patient increase the stimulation but they still do not feel anything. Agent had the patient switch group from a to b but when increasing the stimulation they get settings not available message. Agent advised patient to contact hcp to address concern. Agent provided nas number for the patient to provide to their doctor to get a mdt rep on their appointment.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient requested a manufacturer representative (rep) to be at the patient's upcoming appointment as the patient is considering having the system explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they were told by the managing physician that the patient has "memory issues." When they met with the patient, the battery was almost completely charged. They were also getting good coverage and pain relief. They did not recall having any problem with charging or issues in the past. The patient's programming was slightly modified and advised the patient to contact the rep if they have any problems in the future. A surgery date to explant the device has not been scheduled. This issue has been resolved.